Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one spine screw was placed in the patient's spine in a different position than desired with brainlab navigation involved. According to the surgeon (treating clinician): the deviation of 1 of the 2 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. At the end of the surgery, all screws were placed in their correct final positions as intended. There was a direct (or increased) risk to harm a critical structure (spinal cord nerve roots at vertebra l1) due to the reported problem. A cerebrospinal fluid (csf) leak was observed after the deviating screw was removed from left l1 but not after the surgery as it was sealed during intervention. The patient experienced tetraparesis (weakness affecting all four limbs) strength 2-3/5. It is not yet clear whether the harm/negative clinical effect is permanent or reversible. The surgery/anesthesia was prolonged for ca. 1.5 hours because of this issue and resulted in the following harms/negative clinical effects: a pharyngeal edema occurred, there was difficulty removing the breathing tube, an additional surgery on the trachea was performed, and the airway was secured in the meantime using a laryngeal mask. There were no further remedial actions for the patient done, necessary or planned because of this issue. Hospitalization of the patient was prolonged by more than 60 days as a result of this issue. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery on the lumbar spine for a lumbar fusion of vertebrae l1 to l3, and removal of a previous fusion of l2 to l4 with intended placement of 6 spine screws bilateral for fixation (at l1, l2 and l3), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. Only 2 spine screws were intended to be placed with navigation, bilaterally at l1, while screws at l2 and l3 were intended to be placed without navigation, in place of the old screws that were removed. A laminotomy was performed at right l1/l2 with decompression and undercutting, after screw placement. From an intra-operative CT scan, the surgeon discovered that one spine screw placed at left l1 with the aid of navigation deviated from its intended position by 6 - 8 mm. According to the surgeon (treating clinician): the deviation of 1 of the 2 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. At the end of the surgery, all screws were placed in their correct final positions as intended. There was a direct (or increased) risk to harm a critical structure (spinal cord nerve roots at vertebra l1) due to the reported problem. A cerebrospinal fluid (csf) leak was observed after the deviating screw was removed from left l1 but not after the surgery as it was sealed during intervention. The patient experienced tetraparesis (weakness affecting all four limbs) strength 2-3/5. It is not yet clear whether the harm/negative clinical effect is permanent or reversible. The surgery/anesthesia was prolonged for ca. 1.5 hours because of this issue and resulted in the following harms/negative clinical effects: a pharyngeal edema occurred, there was difficulty removing the breathing tube, an additional surgery on the trachea was performed, and the airway was secured in the meantime using a laryngeal mask. There were no further remedial actions for the patient done, necessary or planned because of this issue. Hospitalization of the patient was prolonged by more than 60 days as a result of this issue.